Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary; as no physical sample, picture sample, product number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. By providing a product number and lot number, our team would also be able to complete a review of the production history. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Conclusion: no product, lot, or sample - closed at dchu. Root cause: no product, lot, or sample - closed at dchu. Rationale: no product, lot, or sample - closed at dchu.

Event description:
It was reported before use an unspecified bd posi/flush had scale marking missing. The following information was provided by the initial reporter: "several syringes that are missing graduations markings".